Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). It was noted that the patient has a history of slow ventricular tachycardia (vt). Technical services (ts) reviewed the data in which there was a stored ventricular episode in which the first burst of anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone and the patient received multiple shocks. As a result, therapy was exhausted. Some shocks appeared to be inappropriate and look similar to a 1:1 conduction. Additionally, after shock attempt 5, it puts the patient into atrial fibrillation (af). Ts also noted there was some baseline noise on the shock channel. Ts discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD). It was noted that the patient has a history of slow ventricular tachycardia (vt). Technical services (ts) reviewed the data in which there was a stored ventricular episode in which the first burst of anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone and the patient received multiple shocks. As a result, therapy was exhausted. Some shocks appeared to be inappropriate and look similar to a 1:1 conduction. Additionally, after shock attempt 5, it puts the patient into atrial fibrillation (af). Ts also noted there was some baseline noise on the shock channel. Ts discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.